Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal tissues and has undergone additional surgeries and revisionary procedures, including a revision in (B)(6) 2010. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03219. The same patient is represented in each medwatch.

Manufacturer narrative:
This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03219. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with endometrial ablation, d&c, anterior colporrhaphy, and cystoscopy due to menometrorrhagia and symptomatic cystocele. It was reported that following insertion the patient experienced abdominal bloating, and dizziness. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010 due to rejection of previous vesicovaginal sling and cystocele. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge, fishy-smelling vaginal odor, dyspareunia, urinary tract infection, hesitancy, urgency, urinary frequency, urinary incontinence, and vaginal itching.

Event description:
It was reported that following insertion the patient experienced vaginal discharge, fishy-smelling vaginal odor, dyspareunia, urinary tract infection, hesitancy, urgency, urinary frequency, urinary incontinence, and vaginal itching.

Manufacturer narrative:
(B)(4): it was reported that due to bladder infections, abdominal pain, vaginal bleeding and mesh erosion the patient underwent mesh revision on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2010 and (B)(6) 2010 the patient was treated for bacterial vaginosis.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent removal of vaginal sling mesh and a revision of anterior colporrhaphy secondary to rejection of vesicovaginal sling and cystocele on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.